Event description:
The account is alleging the head hi/low has a slow drift. No pt impact.

Manufacturer narrative:
No serial number was available. The technician asked the account to try replacing the trendelenberg or the head hi/low down valve. Three attempts have been made regarding a resolution to this contact with no response. No info is available on the repair of the bed.